Event description:
On (B) (6) 2010, patient reported receiving several low blood glucose readings. On follow up call to patient on (B) (6) 2010, patient stated sometime after christmas he experienced four consecutive mornings of severe low blood glucose levels. He stated each morning an ambulance was called to his home. Patient reported, he does not remember how they treated him (glucagon, glucose IV, etc.) And only remembers being told of one specific reading: 20 mg/dl. Patient did not provide his normal blood glucose range. Patient stated he then experienced a heart attack two weeks later and claims the doctor is attributing the heart attack to the physical stress experienced two weeks prior in relation to the four low blood glucose incidents. Patient reported, he has been off pump therapy and on injection therapy since the heart attack. Patient stated, he wanted to return the infusion device. Requested return of the alleged product.